Manufacturer narrative:
Device was not returned to edwards for evaluation. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 26mm sapien 3 ultra thv 5 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 5 months post implantation of a 26mm sapien 3 ultra valve in the aortic position via the transfemoral approach with the 26mm commander delivery system and 14f esheath set, the device was explanted due to unknown reasons. A 25mm edwards surgical valve was implanted.